Event description:
Boston scientific received information that this implantable cardioverter defibrillator emitted beeping noises when the patient was going through airport security. The device had been implanted since 2005 and the beeping may have been due to a depleted battery. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.